Event description:
It was reported that this pacemaker was unable to be interrogated due to suspected radio frequency (rf) interference. Troubleshooting was completed with the patient environment unlikely to be the cause. The patient was referred to a healthcare professional to further evaluate the device. This device remains in service. No adverse patient effects were reported.